Event description:
This procedure is part of the definitive le trial. During an atherectomy procedure on the right sfa and popliteal a small extravasation was noted, which was nearly completely resolved by the completion of the procedure. There was no significant tissue staining to indicate a significant extravasation. About 3 hours post procedure, the patient experienced acute swelling of the right popliteal fossa with pain in the right lower extremity. The physician believed that the popliteal artery had ruptured, and the patient was returned to the operating room. A total occlusion of the popliteal and at was found, requiring an open procedure to remove blood. A fasciotomy was then performed down to the distal calf to relieve pressure on the deep posterior compartment. The wound was left open to drain, and the patient was scheduled to return for wound closure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.